Event description:
The hcp reported the pt was experiencing intermittent withdrawal symptoms including nausea, vomiting, abdominal pain, and profuse sweating. The pt was admitted to the hospital and underwent a catheter dye study, a rotor study, and a check of the morphine concentration. The pt was treated with oral morphine and the symptoms resolved. The "patient was using an external bone growth stimulator which is believed to have created a magnetic field close to pump - stopping function intermittently. No withdrawl symptoms since device was discontinued."